Event description:
Port placed approximately 3 1/2 weeks ago & was functioning normally. On 3/17/97, leakage was suspected. A dye study showed extravasation & x-ray showed the port to be in one piece. Pt was receiving continuous antibiotic infusions for fungal blood infection. Port to be removed 3/19/97.

Manufacturer narrative:
Implicated product is a low profile port with attachable open ended 6.6 fr. Catheter in a peel apart introducer system. Product rec'd for evaluation is a plastic port and attached catheter measuring 9.0 inches long. A jagged hole is located near center of port base. An indeterminate number of needle puncture sites are visible in port septum and blood fills port chamber. Catheter tubing is mushroomed against port stem base and blood residue is trapped between cath-lock and tubing. A multi-filament suture is knotted 0.5 inch from catheter's distal tip. A perpendicular slit encompassing approximately one-half catheter's circumference is located 4.5 inches from assembly's proximal end. Tubing is slit longitudinally from perpendicular cut to distal tip. A lot history review reveals no related mfg issues and no other complaints for this lot. Water leaks from the hole in the port base as it is flushed into the port using a 12cc syringe fixed with a 19 ga. Non-coring needle. No water is discharged from the catheter. Attaching a blunt connector to the syringe, water is flushed proximally into the catheter from the perpendicular slit. Water again leaks from the hole in the port base. Viewing the port base under 15x magnification the hole appears jagged and presents as three individual overlapping penetrations. Corresponding non-coring needle puncture sites located near the center of the septum indicate the holes resulted from needles forced through the port base. No needle punctures are found at the septum's border, however, this area is used exclusively for port access during this evaluation. Finger pressure on the septum forces fluid through the hole. Magnified views of the port's superior aspect reveal superficial impressions in the port plastic suggesting the possibility of difficulty accessing the port. Under 20x - 60x magnification, the perpendicular and longitudinal slits in the catheter tubing are seen to have largely regular edges with striated, flat walls. Approximately 0.5 inches distal to the perpendicular slit, the longitudinal edge becomes briefly jagged, then resumes its straight line to the distal tip. These cuts may have been accomplished by the customer using a scapel, possibly to render the product non-functional. The complaint of subcutaneous port leakage is confirmed. It should be recorded as user-related. The product instructions for use provides explicit instructions for accessing a port. Specifically, locating the port by triangulation, inserting the needle into the port only until the bottom is reached, then verifying needle placement by blood aspiration. Great force is not required to insert the needle (normally 2 pounds). Forces in excess of 25 lbs. Are required to penetrate the port base. Additionally, to prevent mushrooming of the tubing at the port stem base and potentially damaging the catheter/port junction, the instructions for use instructs the tubing to be fitted over only the port stem barb before engaging the cath-lock.